Event description:
The customer reported that during pmi, this system arced at a film technique of 90kvp and 100mas. Subsequently, the igbt snubber pcb was damaged, and made the system inoperable.

Manufacturer narrative:
The ge service rep removed and replaced the igbt snubber pcb. He completed the generator calibration including hv supply null set up and dead time. He also performed a filament calibration.